Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tzlp, implanted:(B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that they saw the poor communication screen on the patient programmer and had intermittent communication. The patient was not recently implanted and was using an antenna. Sudden symptom return was reported as well as a loss of therapy. The patient did feel stimulation. It was noted that the patient went in for physical therapy on the day of this report and had a tens therapy applied to her shoulder when her stimulator was on. The patient felt a shock when the tens unit was turned on so the patient told them to shut therapy off. The patient consulted with a doctor and manufacturing representative who both confirmed that the device was working as it should.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0tzlp, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0tzlp, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information was received from the patient and it was reported that the patient didn¿t feel the therapy had worked since the day she had it implanted. The patient reported that she couldn¿t quit peeing when she goes. The patient reported having trouble with urgency. The patient reported that right now she was wearing 2 pads and pull-ups because she couldn¿t make it to the bathroom. The patient reported that on the night prior to the report she was up all night. The patient reported that she met with a manufacturer¿s representative (rep) and he stated that the lead was in the wrong place. The patient reported that she had never felt vibrating in her vagina. The patient reported that she planned to have the lead repositioned sometime in (B)(6) 2017. The patient reported that her healthcare provider said her urethra wasn¿t closing. The patient reported that she had her own flesh harvested so she had 2 operations at once; patient reported that this took place in (B)(6) 2015.

Event description:
Additional information received from the patient reported that therapy never really worked. She had a bladder sling surgery on (B)(6) 2016 because her urethra was scoped and found to be wide open. The was still leaking. The patient was redirected to her healthcare provider (hcp). She was going to call back on monday when she found her programmer to get help with increasing stimulation. She was experiencing leakage, no control over her bladder at all, no sensation when she needed to urinate, and she was wearing double poise pads and was soaking them.

Event description:
Additional information was received. It was reported that because the therapy never worked as was previously reported and because the patient was moving to an area where there ¿is no tech,¿ the patient decided to have the ins removed.

Event description:
Additional information received from the patient reported that she had notified her managing physician about the lack of symptom relief and was seeing the doctor on (B)(6)2016. The circumstance that led to the issue was the patient having surgery for bladder problem on (B)(6) 2016. No steps had been taken yet to resolve the issue and not until she saw her doctor.